Event description:
Philips received a complaint on the earlyvue vs30 vitals monitor indicating that the non-invasive blood pressure (nibp) was showing high in the simulator. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse), who spoke to the customer. The customer called in stating that the nibp readings on a vista/vm monitor were consistently higher than expected during testing. The customer was setting the simulator to 120/80; however, the monitor was consistently displaying readings of approximately 120/90, with the diastolic value reading about 10 mmhg high. The customer confirmed that the same simulator was tested on other monitors and produced accurate results. The issue appeared to be isolated to this particular monitor, as the elevated diastolic readings were consistently reproducible on this device. Based on the results of the analysis, it was determined that the product has malfunctioned, and the likely cause of the reported problem was the nibp pump. The rse provided the part identification for the nibp pump. The customer advised he would be placing the order for the nibp pump.